Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection of the device revealed one of the threader wire loops on the threader tab was broken, confirming this complaint. Visual inspection of the returned versalok anchor and inserter revealed no anomalies. It was reported that the wire broke on the suture; a potential root cause for the device failure is more than two strands being threaded through the wire loop, which can become jammed in the eyelet of the anchor resulting in the wire break. Other than this possibility, a definitive root cause for this device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone call that their versalok peek with orthocord failed at a rotator cuff repair for their customer. The wire broke on the suture prior to using it on the patient once removed from packaging. The procedure was completed using another device. There was no adverse patient consequence nor time delays reported. The device will be returned for evaluation.